Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information was received on 13-jan-2026 indicating that there was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no procedure prolongation/delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code: enc452200, lot number 9700764) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31649878) and could not be advanced further. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo is attached to the complaint file. The image captures the coiled protective hub with the guidewire inside it, a syringe in the middle with the detached stent inside it, in apparently good condition; there was no visible structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the in the proximal end of microcatheter cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. Additionally, the stent detachment noted in the photo was not originally reported, therefore, it is not considered related to the issue reported. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code: enc452200, lot number 9700764) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31649878) and could not be advanced further. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information was received on 13-jan-2026 indicating that there was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the coiled protective hub with the guidewire inside it, a syringe in the middle with the detached stent inside it, in apparently good condition; there was no visible structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. Multiple kinks were found on the proximal coil of the delivery wire. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint is confirmed based on the multiple damage on the delivery wire. These damages suggest that excessive force could have been inadvertently applied during the attempts to overcome the impeded condition reported, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the damaged delivery wire. Clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.